Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the mid circumflex artery that this was moderately calcified, and heavily tortuous. The xience skypoint des 3.50 x 15 rx mm stent delivery system failed to cross. The failure to cross was due to the patient¿s anatomy. Resistance was met with the lesion during removal. A non-abbott stent was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.